Manufacturer narrative:
Date of report: 06jun2019. Date rec¿d by MFR: 05jun2019. Field service engineer (fse) confirmed the reported issue and stated that the issue was discovered during a preventative maintenance (pm) so there was no patient harm or involvement during the time of the event. In order to address the reported issue, the gas delivery system (gds) was replaced to address the issue and the unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event d ate: (B)(6) 2018. Date of this report: 7dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Received information that the ventilator generated an error relevant to 'auto zero failure". Information has been requested. The event date was not specified; estimate used.